Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink system, non-dehp solution sets leaked from the drip chamber and tubing connection point. This was discovered during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: three (3) samples were received for evaluation. A visual inspection with the unaided eye was performed which did not identify any abnormalities that could have contributed to the reported condition on two of the samples; a low assembly was noted on the third (#3) sample. Functional pressure and clear passage under water tests were performed and the results were not satisfactory in sample #1 and samples #3 due to a leak between the assembly of the tubing into the drip chamber. A priming test was performed on all samples and a leak in the same area was observed in sample #3 only. The tubing of all samples met specification during the dimensional test. The reported condition was verified on samples #1 and #3. For sample # 2, no issues were observed. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.